Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsv4b16, (imp,tsv,4.1mm,sbm,16) for evaluation. Visual evaluation of the as returned devices identified the implant & bundle mount attached to each other with signs of use. The mount wouldn¿t disengage from the implant during a physical / functional test. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1267046. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267046 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "breakage." Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are customer error - excessive torque applied. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported stuck mount. Unable to remove the mount. Procedure was finish with another implant. Tooth site # 25.